Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to be oversensing, along with pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was found to be fractured between the clavicle and superior vena cava (svc). Removal difficulty was experienced and the entire lead was unable to be explanted. The ra lead was partially abandoned. No adverse patient effects were reported during the procedure.